Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. Gross visual evaluation of the device found usage residue throughout. A permanent kink impression was seen on the catheter shaft between the 4cm - 5cm depth markings. Further evaluation of the sample was unremarkable outside the kink site. No potential contributing factor related to product manufacture was observed and it appeared that the catheter kink occurred during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the wire bent in the device itself and when the IV nurses went to remove it , it became stuck.. It was state that it appeared to be ¿bending¿ in the PICC itself. It was reported that wire had to be removed by a surgeon/ pt had to have a second procedure

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the wire bent in the device itself and when the IV nurses went to remove it , it became stuck. It was state that it appeared to be ¿bending¿ in the PICC itself. It was reported that wire had to be removed by a surgeon/ pt had to have a second procedure